Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose was 175 mg/dl. Reportedly, the cartridge was changed to address the issue. No additional patient or event information was able to be obtained.